Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient is having some problems and needs help adjusting their stimulation. Caller states they haven't talked to anyone for over a year and they don't know if the representative is still working with the company because they have reached out with and have not received a response. Caller also stated that the patient's healthcare provider has left and they don't know of any other physicians in the area. Caller also states the patient had to have a catheter for a little while due to having a bladder bleed, and now they are peeing every 15 minutes. Caller stated that the patient was initially implanted for bladder retention. Agent reviewed role of mdt rep with caller, and redirected caller to call pats when they were with the patient for assistance with stimulation adjustments. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient's representative on (B)(6) 2025. They reported that the company representative ended up following up with the patient and assisting. Caller is looking for physicians near the patient but none of the physicians listed on physician finder were available options for the patient. Emailed field staff regarding request.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they had urinary retention prior to the device, it wasn't worse, and cathing was their standard of care.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.